Event description:
It was reported that prior to the start (post-anesthesia and prior to ports placement) of a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that an ergonomic error occurred during start up, and the surgeon side console (ssc) stayed folder in stow position. The tse confirmed error 23062 in the logs pointing to the armrest actuator, which was triggered due a voltage difference. Before contacting the tse, the customer rebooted the system several times, but the issue was not resolved. The customer confirmed that there were no obstructions, and no parts could be manually moved using ergo buttons. The tse had the customer reboot, cycle the ssc breaker and recover the error message, but the issue persisted. The surgeon elected to abort procedure with da vinci system and continue the procedure laparoscopically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced surgeon side console (ssc) armrest motor module and cable to resolve error 23062. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.